Event description:
It was reported that in preparation for an arteriovenous (av) revision procedure, a balloon catheter component detachment occurred. The lesion was located in the av fistula, forearm. The lesion characteristics are unknown. The ultra thin 10x8mm balloon was being flushed and "the green plastic thing that wraps around the balloon snapped off. It snapped off where the balloon and catheter come together. It all came off as one piece." The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient condition is reported as "ok."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.